Manufacturer narrative:
The pump received unable to vibrate due to broken vibrator red wire. The pump was received with cracked case at the display window corner, cracked reservoir tube lip, minor scratched lcd window and cracked battery tube threads. (B)(4).

Event description:
The customer reported via phone call of their vibration feature on their insulin pump not working properly. The customer states that during an infusion set change, the device did not vibrate and alert them of its completion. The customer states the device failed to vibrate for other alerts. The customer's blood glucose level at the time of the incident was unknown. Troubleshoot was conducted. The device is being replaced and returned for analysis.